Event description:
Previous augmentation - no problems. Now desires smaller implants & mastopexy for better shape, etc. Right 400cc, left. 350cc. Bilateral breast implant removal. Implants removed intact. No problems. Pt augmented with mentor saline implants (300+25cc).